Manufacturer narrative:
(B)(4). Investigation results: a partially deployed wallflex biliary stent was received for analysis. Visual examination of the returned device found the outer sheath was kinked at the guidewire access port, and the inner shaft was broken and found exiting the guidewire access sheath. In addition, the clear outer sheath was significantly curved and the area of the inner sheath around the break was significantly kinked. Functional analysis found it was possible to manually deploy the stent. There were no other issues identified during the product analysis. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was to be used in the common bile duct to treat pancreatic cancer during a stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noted that the stent failed to deploy. The stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the inner shaft was broken.